Event description:
On (B)(6) 2012, customer reported a fluid leak in the lh780 instrument while running patient specimens. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the duro tubing at the sample access module to resolve the leak. No further leaks have been reported.

Manufacturer narrative:
(B)(4).